Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed a left bundle branch block (lbbb). No treatment was prescribed. Upon discharge an electrocardiogram (ECG) indicated a first-degree at rio-ventricular (av) block. The first degree atrio-ventricular (av) block resolved by the one month follow up visit. No additional adverse patient effects have been reported. Additional information was received that 20 months post implant, the patient had numerous episodes of syncope with lightheadedness. The patient was admitted after an episode where he fell and was placed on cardiac monitor which showed complete heart block. A permanent pacemaker was implanted with no complications. No additional adverse patient effects have been reported.